Event description:
Customer reported a malfunction alarm with code 16 on their insulin pump, but no notable events occurred prior to this issue. There was no adverse impact to the customer's blood glucose level. Technical support provided information for resetting the pump, but the malfunction recurred, prompting technical support to initiate a replacement for the pump, which was under warranty. The customer was instructed to use multiple daily injections as a backup insulin therapy and received guidance on putting the pump into storage mode before returning it. The customer acknowledged understanding these instructions and planned to return the defective pump using a prepaid label within 10 days.